Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and to prevent diabetic ketoacidosis. The blood glucose reading was 450 mg/dl at the time of hospitalization. The customer experienced vomiting and high ketones. The blood glucose reading was lowered to 150 mg/dl as a result of hospitalization. The customer's mother stated that she was concerned that the programming on the insulin pump was incorrect because her daughter had shown high blood glucose readings since she received her replacement device. The customer was treated with boluses. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. The reporter stated that the infusion set cannula was not occluded. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.